Manufacturer narrative:
Device evaluation: lens returned in a microcentrifuge vial with moisture on the lens. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -7.5 into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was explanted due to low vault. The cause of the event is reported as unknown.